Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) year-old patient comes for a 15-day revision of the left hip prosthesis ((B)(6) 2020) for hip dysplasia, with a previous 5cm shortening, and in surgery they perform a femoral osteotomy to reduce the prosthesis. He refers from the immediate post op to presented intense pain in the left hip, which does not improve with analgesics, limits his gait and movements of the hip in total hip replacement for dysplasia, hospitalized for dislocation of the hip prosthesis, currently with traction of soft tissues with 3 kg of weight, patient who is afebrile, painless, with shortening, already scheduled for surgery. Additional information received 12/17/2020: revision note stated that the acetabular component has more than 15 degrees of anteversion and loose insert.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.